Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred and a new sensor session was unable to be started. There was no impact to the customer¿s blood glucose level.